Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Date of the event is unavailable. It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used for an esophageal dilatation procedure. Pt's age, weight and gender were not provided. Per the complainant, during the procedure, the balloon burst at approximately 4 atms of pressure. The procedure was completed with another c.r.e. Balloon dilatation catheter. There has been no report of complications or injury to the pt due to this event. Post procedural pt info is unavailable.